Event description:
It was reported that during implant the device emitted a patient alert for lead impedance and oversensing. Telemetry with the device and the programmer then became intermittent. Upon attaching the lead all telemetry was lost. The device was not used and was replaced with another device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed no anomalies.